Event description:
On (B)(6) 2012, it was reported that this vns patient experienced an adverse event between (B)(6) and (B)(6) 2012. The patient reported that her parameters were high enough to control her the first 1.5 to 2 months; however, the patient then began having partial seizures at night. The event lasted two weeks. The patient stated that she had to be wearing the magnet. Attempts to clarify if the patient wore the magnet constantly (disabling the device) were unsuccessful. The patient also reported that she did not depend on it anymore and that her body has gotten used to the implant. She also stated that the magnet was her life. The patient reported that she had been feeling fine. Programming history was reviewed. The patient was programmed on after her implant surgery. A system diagnostic test on the date of surgery showed normal results.

Event description:
On (B)(6) 2012, it was reported that this vns patient had not attended follow-up appointments. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history.